Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported difficulties appear to be related to circumstances of the procedure.

Event description:
It was reported that the procedure was to treat a mildly calcified, mildly tortuous, 90% stenosed right coronary artery. The 2.75 x 33 mm xience xpedition stent delivery system (sds) failed to cross the lesion. Resistance was also felt during retraction of the sds from the anatomy. A 2.5 x 30 mm xience xpedition sds was advanced and was used successfully to complete the procedure. The patient's final outcome was satisfactory. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.